Manufacturer narrative:
H3: the enclosure charger was returned to the manufacturer for evaluation. Unable to confirm reported complaint. "Shut down during m ovement." Visual inspection confirms dust build up on charger cards and on the fans. It was cleaned and installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. All the test spec parameters were within range and dash software confirm all charger nodes were charging as expected. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system and replaced 8 tray batteries. Replaced charger enclosure. System checkout completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175. Product ID: bi71000162. Product ID: bi71000163. Product ID: bi71000163. Product ID: bi71000163. Product ID: bi71000163. Product ID: bi71000163. Product ID: bi71000163. Product ID: bi71000163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during movement outside of a case, the system shutted down. There was no patient present.